Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during the trial procedure the patient developed numbness in both lower extremities. The device was removed and the procedure was aborted. The patient is recovering and there have been no reports of further complications regarding this event.